Event description:
It was reported that the tip fractured. The target lesion was located in the multiple segments in the liver (5,6 & 8). A direxion was selected for use. During the procedure, there was difficulty in injecting saline and contrast through the microcatheter, thus, device was removed in its entirety. Subsequently, the tip of the microcatheter was fractured and not fully attached. A new direxion catheter was opened and remaining lesions were treated. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
D4. Lot number was updated. Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of a fracture located 132cm from the hub and a separated tip. The separation and fracture looked to be consistent with a tensile force breaking. A syringe of fluid was injected into the device and the fluid did flow through. To confirm patency of the catheter lumen, a test .016 guidewire was inserted into the lumen and the wire transcended through the device with no hesitations or restrictions. There was no occlusion or blockage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the tip fractured. The target lesion was located in the multiple segments in the liver (5,6 & 8). A direxion was selected for use. During the procedure, there was difficulty in injecting saline and contrast through the microcatheter, thus, device was removed in its entirety. Subsequently, the tip of the microcatheter was fractured and not fully attached. A new direxion catheter was opened and remaining lesions were treated. No complications were reported, and patient was stable post procedure.